Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to moisture damage at the electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement, and sleep current measurement due to blank display. The following were noted during visual inspection: minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had moisture exposure and had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.